Event description:
A review of the literature article titled, comparative study of mastectomy using conventional techniques, multiport and single-port robotic surgical systems, was performed. The article involved a retrospective study with an aim to compare the clinical outcomes of recurrence-free survival and postoperative complication after robot-assisted nipple sparing mastectomy (rnsm) and conventional nsm (cnsm) between the dates of november 2016 and november 2020 at a single institute. All surgeries were performed using the da vinci si system, the da vinci xi system, and the da vinci sp system. Within the rnsm cohort, the article noted several intraoperative and postoperative complications. Intraoperatively, bleeding requiring transfusion occurred in 3 patients (1.9%), all of whom were undergoing reconstruction with a deep inferior epigastric perforator (diep) flap. Within 30 days postoperatively, 8 patients (4.9%) experienced grade iii complications. Reported postoperative events in the rnsm group included skin necrosis in 4 patients (2.4%), partial nipple necrosis in 1 patient (0.6%), thermal injury in 1 patient (0.6%), and postoperative bleeding or hematoma in 2 patients (1.2%). Additionally, 10 patients (6.2%) required transfusion within 30 days for reasons including intraoperative blood loss, acute postoperative bleeding, or delayed hemoglobin decline, with most cases occurring in the context of diep flap reconstruction. Treatments described for these complications included surgical revision, debridement, hematoma evacuation, drain placement, vancomycin administration, packed red blood cell transfusion, and implant removal when complicated by infection. There were no complications caused by the da vinci system and no device malfunctions occurred during the procedures. There were no reinterventions due to device malfunction or injuries caused by the da vinci system. There were also no deaths reported. It was concluded that there were no difference in recurrence seen among rnsm patients with respect to surgical systems (multiport vs. Sp, p=0.136). Also, grade iii postoperative complication rate was lower in patients with rnsm than in those with cnsm. Study limitations included being a single-center retrospective study and shorted mean follow-up of 24 months. There were no specific da vinci device malfunctions reported, and no indication that isi products caused or contributed to any adverse event.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of any da vinci product issues, and no indication that any da vinci products contributed to the reported complications. There are no related or duplicate complaints involving this product and/or this event. A system log review was not performed since there is insufficient event information. Citation: lee, j., go, j., lee, s. J., kwon, y., kim, n. H., kim, j. Y., & park, h. S. (2025). Comparative study of mastectomy using conventional techniques, multiport and single-port robotic surgical systems. Cancer research and treatment. Https://doi.org/10.4143/crt.2025.115.